Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: 3.6; lab: 5.9. Therapeutic range = 2-3. Inratio and lab drew within an hour. Last dose of coumadin given night before testing. Pt on chemotherapy for lung cancer.